Manufacturer narrative:
.

Event description:
Revision surgery performed due to breakage of the promos inclination set.

Event description:
Revision surgery of the left shoulder due to persistent pain. Intraoperatively, the inclination set was found broken right at the promos body and could not be removed with the existing instruments. The humeral stem was firmly anchored and could not be removed without causing greater bone damage. Therefore, the surgeon decided to a second intervention, after delivery of an hart metal drill. Revision was performed in two stages on (B)(6) 2016.